Manufacturer narrative:
The actual device was received for evaluation. Visual inspection with the naked eye showed that the product was without packaging. The blood port protection caps were fitted to the dialysate connectors and in one header cap, several black particulate matter were visible. The reported failure could be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use with a polyflux 17l dialyzer, a particulate matter was observed inside the blood header connector of the dialyzer. There was no patient involvement. No additional information is available.